Event description:
It was reported that a user experienced episodes of low blood glucose while using the ilet with a dexcom g7 and a steel 6 mm infusion set, in the context of inconsistent meal announcements and low-carbohydrate meals, which led to postprandial highs followed by lows; a factory reset and replacement ilet setup were completed, including cgm pairing, cartridge and infusion set change, and re-entry of weight, after which the device was put into bionic mode. Symptoms included hypoglycemia. Outcomes included troubleshooting and user education on meal announcements, use of ¿usuals¿ during the first week, and guidance to keep snacks under 15 g of carbohydrates. Investigation included review of the blood glucose questionnaire for the reported low and guided device setup and pairing. Investigation of this case revealed no confirmed device malfunction, with the pattern consistent with user behavior related to meal announcement and adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.